Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted to the hospital via emergency medical service on (B)(6) 2019. Blood glucose level of customer was 18 mg/dl at the time of hospitalization and customer was passed out. Customer also experienced high blood glucose. Customer was disconnected from the insulin pump and was given multiple intravenous with fluids to stabilize his blood glucose. It was unknown whether the customer using auto mode at the time of reported low blood glucose event. No further details given. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using carelink. Device had minor scratched display window, scratched display widow cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).